Event description:
It was reported that the postop, the patient reportedly experienced pain, uncontrolled bone growth, and nerve impingement.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011,the patient underwent following procedure: an anterior cervical disectomy; an anterior cervical fusion using auto and allograft; placement of anterior interbody cage; and placement of anterior cervical instrumentation ("the second surgery"). The patient was implanted with rhbmp-2/acs.